Event description:
Related manufacturer reference number: 2017865-2022-45664. It was reported that the patient presented for a revision procedure. Upon interrogation, it was noted that the right ventricular - rv lead exhibited crosstalk. The rv lead was partially capped and replaced (B)(6) 2022. Upon connecting the new rv lead, it was noted that the implantable cardioverter defibrillator - ICD exhibited crosstalk and discontinued open reimplanting the ICD. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h1 - should have been reported for malfunction instead of serious injury.